Manufacturer narrative:
Gtin: (B)(4). Alleged failure: patient burn. Probable root cause: heat can result from insufficient suction which can result from: inadequate hospital suction, leak, bad connection to hospital suction line, clogging caused by glue blocking the suction path, lower electrode mass due to variation in electrode thickness or opening cut use error the product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the patient was burned. The procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the patient was burned. The procedure was completed successfully.